Manufacturer narrative:
The total protein reagent lot number was 767916 with an expiration date of 31-mar-2025. The microalbumin reagent lot number and expiration date were not provided. It was noted there were bubbles on the surface of the sample. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 701 module for one urine sample. The initial tpuc3 (total protein) result was 23.00 mg/l. The repeat results were >2403 mg/l and 2256 mg/l. The initial microalbumin result was 0.3 mg/l. The repeat results were >445.9 mg/l and 424.1 mg/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
A general reagent specific issue is unlikely because two different assays were affected. The investigation determined the issue was due to pre-analytical handling issues at the customer site due to bubbles observed on the sample surface. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.